Event description:
It was reported that, "the surgeon stated that the patient had a painful hip. He removed the components listed above and replaced them with a tritanium cup, x3 liner and cone/conical stem construct."

Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6020-0335, lot# 19296901, description: accolade tmzf hip stem #3. Cat # 6260-5-126, lot # 23149602, description: 26mm std v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.